Manufacturer narrative:
(B)(6). (B)(4). Complaint conclusion: as reported, the new customer removed the wrong size reportedly during use on the patient. Product problem outcome is unknown. A non-sterile unit of 6x060 smart vas 120cm self-expanding stent (ses) was returned. Per visual analysis the locking pin was in the handle, a kink was observed on catheter body at 118 cm from distal tip and a bend was observed at 100 cm from distal tip. Stent was received slightly out of tip. Per microscopic analysis the damages observed on visual analysis were confirmed. A device history record (DHR) review of lot 17018124 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) - deployment difficulty-premature deployment (peripheral)¿ was not confirmed by analysis of the returned device. The exact cause of the reported event could not be confirmed; however visual analysis showed no evidence that the devices were used. The kink and bent conditions could be attributed to handling during and after the procedure. The devices appeared as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
As reported, the new customer removed the wrong size reportedly during use on the patient. Product problem outcome is unknown. Addendum 9/25/2015: after analysis of the 6x60 smart stent, it was found that the stent was slightly out of tip.